Event description:
It was reported that during a stenting treatment procedure, stent damage occurred following deployment. Access was obtained via the femoral artery. The target lesion being treated was located in the mildly calcified and mildly tortuous proximal left anterior descending (lad) artery. A 3.00x12mm promus element stent delivery system was then advanced to the lad and deployed. After deployment the physician withdrew the non-bsc guide wire and the guide catheter pushed against the proximal edge of the stent, damaging it. The 3.00x12mm promus element stent was shortened by about 2 mm. An unspecified stent was then advanced and deployed overlapping the proximal end of the 3.00x12mm promus element stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).